Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a rcia aneurysm. Vessel morphology at implant was not reported. The patient presented emergently with abdominal pain. A CT was performed and due to disease progression the patient had a rcia aneurysm 4cm distal to a previous endurant graft implanted approximately four years ago. The patient was then transferred to another facility and the physician performed an intervention where another manufacturer¿s device 22mm plug was placed in the riia with several coils. Then the physician added an endurant graft 16x16x93 just below the flow divider and another stent graft 16x10x124 was placed. Due to calcium the physician used another manufacturer's 9mm pta balloon within the graft material; however, a dissection occured due to the excessive calcium. The physician placed another manufacturer's stent 4x10 at the distal end over the dissection area of the endurant limb. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).